Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit was reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a sensor error message while using the adc device using freestyle libre 3 (app only). As a result, on (B)(6) 2022, the customer experienced hyperglycemic symptoms described as a headache and apathy and a blood glucose test of "over 550 mg/d" on an unknown device. Customer was provided humalog rapid insulin by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.